Event description:
While reflushing pronto lp after thrombus removal, infected blood from the patient was ejected from the pronto's y-adapter valve and into the scrub-tech's eyes. The cathether was not saved and returned to manufacturer for investigation.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner that the device caused or contributed to a death or serious injury of any person.